Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 138.0 cm and 139.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly outer diameter was unable to be measured due to the pusher assembly kink. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked near its mid-joint. If the device is forcefully advanced against resistance damage such as pusher assembly kinks may occur. Based on the location of the kinks, the resistance likely occurred during user attempts to advance the pusher assembly mid-joint through the introducer sheath friction lock. During functional testing, the embolization coil was able to be advanced through its introducer sheath and a demonstration microcatheter with resistance due to the kinks on its pusher assembly. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint becomes retracted through the friction lock, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may have contributed to the kinks on the pusher assembly. During functional testing, the embolization coil was unable to advance within its introducer sheath due to the mid-joint being retracted proximal to the friction lock. After properly re-sheathing the device into its introducer sheath, the embolization coil was able to advance through its introducer sheath and a demonstration microcatheter with resistance due to the kinks on its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02180.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The physician opened another smart coil, and it would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.